Manufacturer narrative:
The manufacturer is currently performing evaluation. The investigation results along with the final conclusion will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient was hospitalized due to hyperglycemia on (B)(6) 2025 at around 2:27 pm. Ambulance was called when the event happened who took the blood glucose (bg) measurement, it showed 450 mg/dl. Sensor glucose (sg) reading at that time was 203 mg/dl and no high glucose alert was triggered by the eversense cgm system as high glucose alert limit was set at 250 mg/dl. The patient received treatment at the hospital but was unable to remember what they were given to treat.

Manufacturer narrative:
The analysis was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis revealed that on (B)(6) 2025, a blood glucose (bg) value of 450 mg/dl was entered as a manual glucose event and a bg value of 524 mg/dl was entered as calibration. The user was not alerted by the system as sg was below the high glucose alert threshold.the analysis further revealed symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. It's important for the user to enter calibrations with the exact value of a finger stick reported by the bg meter and the exact time at which the bg was measured. Entering anything other than a true bg value can disrupt the calibration and lead to significant deviations in the sensor readings. As part of troubleshooting process, the user was requested to perform a re-link to clear the calibration buffer, but the user remained unresponsive. No further follow-up with the user was possible. Per dms, the user stopped using the system on (B)(6) 2025. As a result, no further investigation was possible for this complaint. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.